Event description:
It was reported that when using the bd pyxis¿ es server, database was out of sync, showing that the download process had stopped. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the database was out of sync, showing that the download process had stopped. A technical support specialist dialed into the station and confirmed the version was 1.6.1. Using bomgar file transfer, the data sync log file showed the station was syncing to the server. Upon checking the db server, the station sync status indicated the last upload was not current. The tss restarted the data sync and maintenance services on the station, but the server status remained unchanged. A full sync was then performed. Ka (how to create a station database backup) was applied to verify whether the station was encrypted or decrypted. Ka (proper datasync procedure & how to place new db in es station) was applied to stop services and back up the database. The tss restarted the data sync and maintenance services, logged into the station, navigated to data synchronization, and initiated a full sync. The system functioned as intended after the technical support specialist troubleshot the device.